Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a log file review found no external power alarms while the patient was on the mobile power unit (mpu). The alarms occurred on 07dec2022, 09dec2022, 10dec2022, and 15dec2022.

Manufacturer narrative:
Section a: patient age, weight, and gender was requested but not provided. No further information was provided, the manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarms were confirmed via log file analysis. The heartmate mobile power unit (mpu) was not returned for analysis; however, the log file was submitted for review spanning approximately 27 days ((B)(6) 2022 to (B)(6) 2022 per timestamp). No external power events were active on (B)(6) 2022, then on (B)(6) 2022, on (B)(6) 2022, and then on (B)(6) 2022 due to losses of ac power while connected to the mpu; the alarms resolved when ac power was restored to the mpu each time. The system controller backup battery supplied power to the system, and the pump function was not affected during the losses of external power. There were no other notable alarms throughout the log file, and the pump maintained a speed above the low speed limit throughout the log file. Additional information stated that the mobile power unit (mpu) has a v-lock connector on the ac power cord and did not come loose at the wall outlet or from the back of the unit. Per account, there was a power outage at the patient¿s home. The mpu was not exchanged or removed from service, and the mpu will not be returned for analysis. As a result, this complaint file will be closed accordantly. Heartmate ii instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.